Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received six inappropriate shocks for twos (t-wave oversensing). At times therapy was withheld by the twos algorithm but the twos was intermittent. The device and lead remain in use. No further patient complications have been reported as a result of this event.